Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay on the tissue. He did not describe the look of the clip or any mechanical malfunctions of the delivery, just that the clips would not stay on the tissue. Case completed with an er320 device. There were no patient consequences reported.